Event description:
Reporter alleged obtaining a discrepant blood glucose result of 156 mg/dl back to back with a result of 89 mg/dl on the active s system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing as she had skipped dinner. Reporter stated that she self-treated with orange juice and ate dinner. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.